Event description:
It was reported by a nurse that a patient was seen in the office on (B)(6) 2012 for a routine follow up visit. At the appointment, system diagnostics were initially run and said to be ok, however, when a final interrogation was performed, an error message was received indicating that there was high impedance. So system diagnostics were re-performed and resulted in high lead impedance, with output current = low, and current delivered: 0.0ma. The caller stated that the patient reported no trauma, and there were no reported adverse events. The patient was last seen in february, and there were no problems at that time. The device was disabled and x-rays were performed. Follow up, to obtain the x-ray films, was attempted; however they will not be provided. A summary of the x-ray results was provided. This indicated that a discontinuity or fracture was observed in the lead wire. The patient has since been referred for revision. Surgery is likely but has not occurred to date.

Event description:
Analysis on the lead was completed on (B)(6) 2012. During analysis, the alleged fracture of leads was confirmed. Scanning electron microscopy was performed on the break and identified the area as having extensive pitting and mechanical damage which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. During the visual analysis the quadfilar coils appeared to be stretched, spiraled and wavy and the majority of the lead assembly (body) appeared to be twisted with numerous abraded openings, throughout. These findings are consistent with patient manipulation/rotation of the device while it was implanted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. However, based on the overall condition of the returned lead, there appears to be evidence of significant manipulation, which may have contributed to the observed stress-induced fractures.

Event description:
The lead and generator were returned to the manufacturer on (B)(6) 2012. The return product form that was received with the explanted devices indicated that the devices were explanted as the "patient played with generator and leads under skin". Analysis on the explanted generator has been completed. Analysis on the lead is pending. During product analysis of the generator, the results of bench diagnostic testing indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional programming history was received on (B)(6) 2012 and the history revealed that the patient's impedance was high, during the entire visit on (B)(6) 2012. It is unknown when the high impedance first occurred however the generator did detect high impedance, >10,000ohms in (B)(6) 2012. Previous diagnostics in (B)(6) 2012 were within normal limits. The patient underwent surgery on (B)(6) 2012. On that date, the patient was opened and the lead and generator were removed. It was noted that there was a fracture located near the electrodes. The wire was noted as being "extraordinarily" twisted. The surgeon suspected manipulation of the device caused by the patient. The patient was not re-implanted at that time. Attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred and was likely caused by patient manipulation to the device. The failure did not cause or contribute to a death or serious injury.